Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent strut lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.25 promus premier drug-eluting stent was advanced; however, the device failed to cross the lesion. The device was withdrawn from the patient and it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.25 promus premier drug-eluting stent was advanced; however, the device failed to cross the lesion. The device was withdrawn from the patient and it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, non-tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 16 x 2.25 promus premier drug-eluting stent was advanced; however, the device failed to cross the lesion. The device was withdrawn from the patient and it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.